Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg is shutting down unintentionally and the patient is experiencing surges when setting the device into MRI mode. Also, the ipg is protruding and causing pain due to weight loss. Surgical intervention may take place at a later date.

Manufacturer narrative:
Additional information received indicates no surgical intervention took place against the lead. As such, the lead is no longer deemed reportable.

Event description:
Additional information received indicates no surgical intervention took place against the lead. As such, the lead is no longer deemed reportable.